Event description:
I have high profile silicone breast implants made by mentor. They have caused me to loose quality of life. I became very ill and have been seen by drs after drs that could never help me get well. I only get more new drugs to try, nothing to this day has helped. As I have been doing more research, I came across an illness that had listed all my issues and what I have been through for over 5+ years now. It's called bii (breast implant illness.) Polymyalgia, rheumatica fibromyalgia, arthritis, severe depression, severe anxiety, "sifus" status, reoccurring sinus infections,.autoimmune disorder, west nile, hair loss, dry skin, joint pain, neck, shoulders and back pain. Nerve damage, weight loss, high white blood cells, low blood pressure. Ringing ears, hearing loss, itching watery gunky eyes, decreasing eye sight, low/no libido. Heart palpitations, headache, slow healing cuts and bruises, tender breast and painful. Just to name a few.